Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
Customer reported via phone call that the insulin pump alarmed multiple failed battery test alarms. Customer's blood glucose was 549 mg/dl. Customer was able to clear the alarm. Customer will not be returning the device for analysis.